Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found white residue on channel and cylinder side, cause not identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The definitive root cause for the white residue on channel and cylinder side, was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.